Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes bv8gh1000 and 2397183. A search of the complaint database finds additional reported incidents against lot code bj3jl4000 and 2374853 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised to address loosening of the cup and pain. Doi (B)(6) 2007 - dor (B)(6) 2012 (left hip). Update: 8/6/2013 - litigation papers received. Litigation alleges discomfort and metallosis. There is no additional information that would affect the outcome of this investigation. Update has been electronically attached to the complaint document. Update 1/15/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup, pain, high metal ions (no lab results), metallosis, osteolysis, and a small cyst. The complaint was updated on:2/9/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).